Event description:
It was reported that this pacemaker recorded multiple error codes and found to be in a safety mode status. This device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.